Event description:
The customer reported receiving false positive results using the consult hcg dipstick tests at their two clinics recently. According to the customer, the last three kit boxes received by the excel pediatrics clinic yielded random false positive results. One patient was reportedly tested three times, and all consult devices yielded positive results. A confirmatory test was then performed using the patient's blood and a negative result was obtained. The customer reported false positive results between two clinics using three different device lots. It is unclear if all three lots yielded false positive hcg results at each clinic. Although requested, no details regarding when each test occurred and with which device lot. Additionally, no patient information was provided, and no patient harm was reported. No further information was provided.

Manufacturer narrative:
B3: date of event listed as (B)(6) 2023 is an estimate as the exact date was not provided. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease a certain non-trophoblastic neoplasm including testicular tumors, prostate cancer, breast cancer, and long cancer, cause elevated levels hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Although requested, device return is not anticipated.